Manufacturer narrative:
Device evaluated by MFR.: promus elite ous mr 28 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage with struts in proximal to mid distal region lifted and pulled/bunched distally. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 28x3.00mm promus elite drug-eluting stent was advanced but failed to cross the lesion after repeated attempts. The physician did proper pre-dilatation of the lesion before trying to implant the stent. However, after the device was removed from the patient's body, it was noted that the stent strut got distorted. The procedure was completed with another non-bsc drug-eluting stent. No patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 28x3.00mm promus elite drug-eluting stent was advanced but failed to cross the lesion after repeated attempts. The physician did proper pre-dilatation of the lesion before trying to implant the stent. However, after the device was removed from the patient's body, it was noted that the stent strut got distorted. The procedure was completed with another non-bsc drug-eluting stent. No patient complications reported and the patient's status was stable.